Manufacturer narrative:
The subject device was returned to omsc for evaluation. Omsc reviewed the manufacture history (DHR) of the subject device and confirmed no irregularity. Omsc checked the subject device and found that while the insertion section was looped, the forceps elevator was not moved even if the elevator control lever was moved, also while the insertion section was straight, the forceps elevator could be moved with moving the elevator control lever. Omsc found that the elevator wire was shorter than the standard. Therefore omsc considered that the reported phenomenon was attributed to the shorter elevator wire after the repair.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the unspecified timing, the forceps elevator was not moved even if the elevator control lever was moved while the insertion section was looped. There was no report of patient injury associated with the event.